Manufacturer narrative:
G4:(B)(6)2021 b4:02feb2021 an authorized service personnel(asp) was dispatched to the customer site and could not replicate the fault. After extensive testing the device passed all performance assurance testing. The customer's alleged malfunction was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a pressure relief valve failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.